Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a cgm alarm issue this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/02/2016 with the following findings: reported date from (B)(6) 2015 is overwritten in the black box and the cgm history, no activity outside of normal use. Moisture corrosion is observed in the battery canister test transmitter was paired with the pump correctly. Bg value was set to 120 mg/dl twice within 2hr. Both bg calibration requests entered successfully. The pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No ¿error0¿ or any eaw occurred during the investigation. The pump performs within specifications. The pump failed an rf test due ¿unlock rfkey¿ error. The pump¿s cover was removed; no further moisture ingress or any intermittent condition was found to the cgm module or to the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).